Event description:
It was reported that in 2008, the pt heard abnormally loud intermittent sounds. The pt was unable to use his cochlear implant system. Testing carried out about 2 days later confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has been explanted and has been returned, it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.